Event description:
Pt admitted as an out pt for aspiration of an ovarian cyst - straw colored fluid removed. Pt with increased cramping, pain and nausea - 2 days post aspiration broke off catheter tip removed. Pt. Placed on antibiotics prophalactically due to product design not able to visualize catheter abnormality on removal. Ge reps notified at time of event - device punctured catheter.